Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0fkmy, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider reported via the manufacturer representative that the lead and implantable neurostimulator were explanted on the day of the report due to the patient showing signs of infection. It was indicated that the issue was resolved. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.